Event description:
It was reported that during an unknown procedure, the device back came off, and was left in the patient's abdomen. It is unknown how the case was completed, or the patient's status.

Manufacturer narrative:
Device not returned for evaluation. The complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.